Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, the station experienced a drawer failure, and auxiliary tower doors two and four had also failed; the user was unable to recover them. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that auxiliary tower doors 2 and 4 had failed and would not recover. The fse replaced the latches, ran diagnostics, and tested all doors. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.